Event description:
Complaint of bed not working. Bed in storage area. No injury alleged.

Manufacturer narrative:
Technician found high ground reading in ac plug - ground pin was broken. Replaced the broken plug to resolve this issue. Bed located in storage.